Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010; inratio: 3.1; reference: 2.5; mean: 2.80; confidence limits: 1.7-3.8. Pt is taking lovenox and medication for leukemia. Pt's current health condition may affect coagulation test. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported met the criteria for accuracy. No further investigation will be pursued. Conclusion: pt taking heparin, even sporadically could affect inr test result. Confidence limits were derived from mean calculation of comparison test data. Both inratio and reference values are within the limits. As of 04/22/2010, 11 discrepant result complaints were reported for lot # 218917 yielding a complaint rate of 0.014%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010; inratio: 3.1; lab: 2.5. Results taken within one hour of each other.